Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the site missed the target a couple of times during a brain biopsy. The site acquired new patient images, reregistered, and got a successful biopsy. The original patient scan was taken off site after a few days. The biopsy was taken off the left ventricle. There was a less than one hour delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that there were no failures found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. The logs were thoroughly reviewed, confirming multiple successful registrations on the date of the reported issue, along with an exam transfer that occurred during the session. However, the logs did not capture the root cause of the reported inaccuracy. The provided archives included two sets of scans: pre-operatively and post-operatively. The pre-op scans consisted of two magnetic resonance (mr) exams, with 183 and 165 slices, respectively. Upon reviewing the post-op scans, a change in the patient¿s anatomy was observed, which appeared to be due to swelling. While the registration attempt using the pre-op scans was successful, a noticeable gap was observed between the collected points and the 3d model. As per the case details, site acquired new patient images, reregistered, and got a successful biopsy. Based on the archived data, the difference in patient anatomy between the pre-op and post-op scans seemed to be the cause of the reported inaccuracy. Codes: b01, c19, d14 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the amount of inaccuracy was 1 mm.